Event description:
Per dealer, all units are damaged per territorial business manager. On the frame of the walker where a wheel extension would attach is bent outward, causing the walker to be wobbly.